Event description:
Reporter reports meter is displaying a result of 0mg/dl while using the aviva system. Device to display results of 10-600 mg/dl with values below 10 mg/dl displayed as "lo". No treatment was given based on meter reading. L1 control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.